Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting premature elective replacement indicator message. No intervention had been reported, the patient would be monitored with routine follow up by physician.